Event description:
Customer reports taking 1 or 2 units of humulin r based on result of 140 mg/dl obtained on the compact plus system. Low blood glucose symptoms were reported approximately 2 hours later; customer tested 50 mg/dl on the compact plus system and her daughter treated her with sugar, juice, and peanut butter crackers. Low blood glucose symptoms improved about 1-1.5 hours later. Requested return of suspect device and replacement was sent.